Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's blood glucose was 579 mg/dl. The customer treated via insulin pump bolus. The caller was advised to call for emergency assistance if the customer experienced nausea, difficulty breathing, or vomiting. Troubleshooting did not occur. The insulin pump was not returned for analysis.